Manufacturer narrative:
On 01-mar-2021, mentor completed the investigation on the suspect medical device. The evaluation was completed on a photo of the device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, it seems that the gel is inside a plastic container. However, the implant itself is not observed. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. As a result, the patient will undergo explantation on (B)(6) 2021.